Manufacturer narrative:
The case description states that the user was hospitalized with high bg levels after the user was unable to activate new pods. It was reported that the user attempted to activate 3 different pods, however received a pod communication error with each pod. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files found evidence of communication issues during pod deactivation and activation leading up to the date of occurrence. The audit logs show that several days before on the date of occurrence, the deactivate button was pressed to deactivate the active pod, however communication errors prevented deactivation of the pod, resulting in the system discarding the pod. Inspection of the logs found that prior to the pod being discarded, the controller was unable to send commands to the pod successfully as a "failedtosend" error occurred each time. The audit log files show that after the pod was discarded, activation step 1 repeated for the remainder of the audit files, and activation of a new pod did not occur. Inspection of the engineering logs found that the after the pod was discarded, the controller was able to scan for pods and detected three different pairable pods, but the controller ignored pairable pods and was unable to successfully pair with a pairable pod. The investigation found that following the communication error that resulted in a pod discard, no pods were successfully activated due to communication issues. Without successful activation of a new pod, the user was unable to receive insulin using the system.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 500 mg/dl. The patient reported receiving communication errors while trying to active a new pod and subsequently going on an alternative form of insulin delivery with tresiba and humalog injections. The patient is status-post a spinal fusion of the l4, l5, and s1 vertebrae and reports difficulty controlling the bg (blood glucose) levels with injections due to pain from surgery. Symptoms reported include hyperglycemia, feeling sluggish and slow to respond. The patient presented to the ER (emergency room) and was currently in the ER at the time of call pending hospital admission. The patient was treated with IV (intravenous) insulin and pain medication. Lab work for wbc (white blood cell) count, EKG (electrocardiogram) and inspection of the surgical site were also conducted. The patient remains at the hospital at time of call. The pod was removed prior to dka due to communication errors between the pod and controller.